Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit system. According to the complainant, post-procedure, the patient experienced complications (specifics unknown).all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Two implant dates were provided: (B)(6) 2008 and (B)(6) 2010. However, it was reported that the patient was also implanted with three other products, and it was not specified which product was implanted on which date.